Event description:
A report was received that when the bsn representative was reprogramming the patient and was connecting with the patient¿s ipg, an error was detected on the clinician programmer (cp). The patient¿s ipg was recommended to be replaced because of firmware error. However, the patient will take no further course of action due to non-device related reasons.

Manufacturer narrative:
Correction/removal number: z-0960-2008; z-0961-2008. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.